Event description:
It was reported, "unable to view cine run playback, intermittent images are displayed on left monitor when doing playback. The system's cine operation was non functional. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge was replaced during the service call. The system was tested and found to be working as intended and put back into service.